Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and found that the device made unusual noise and had vibration. During repair it was observed that the driveshaft was broken causing the noise and vibration. It was determined that the issue with the broken driveshaft was due to excessive force being used during use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device would work at 80,000 rotations per minute (rpm) and sound right then it would sound like it would lose power. It was reported that the pitch changed to a lower pitch, but the rpm on the console device was still reading 80,000 rpm. During in-house engineering evaluation it was found that the device driveshaft was broken causing the noise and vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.